Event description:
It was reported the scale was inaccurate, due to the bed frame becoming bent during shipping. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.